Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited discoloration inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely the humidity invaded the light guide lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and light guide lens glue peeled off by chemical stress such as chemical solutions used for the device. However, a definite root cause that led to the malfunction could not be identified. The instruction manual states the detection method associated with the event in "evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection". Olympus will continue to monitor field performance for this device.